Manufacturer narrative:
The investigation into the placement signal issue has been completed. The impella rp was returned for investigation. Data logs showed that the "epm sensor defect" alarm (#701) triggered immediately upon initially plugging in the pump. The placement signal immediately spiked to 3000 upon connecting the pump, followed by the occurrence of the "placement signal not reliable" alarm. Disconnecting and reconnecting the impella did not resolve the issues. The raw placement signal reading averaged just below 1000 during this time. No external damage or abnormalities were found on the returned pump. Upon connecting the pump to an aic, the placement signal spiked out of range and the "placement signal not reliable" alarm reproduced. Electrical resistance testing revealed open lines between motor phases 1 and 2 and 2 and 3, as well as between s+/s- phases. There was no evidence of any use-related issue causing damage to the wiring. Therefore, it was concluded that the cause of the placement signal issue was an open electrical line. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a placement signal not reliable alarm during use of the device. A decision was made to explant and replace the impella. No reported harm or injury to the patient.